Event description:
An infant transferred to hospital nicu. Umbilical venous catheter (uvc) inserted at medical center in 2008. Uvc was found disconnected at hub five days later. Large amount of blood found in infant's bed. Infant received 2 transfusions. Infant died after undergoing surgery for treatment of necrotizing enterocolitis. Cannot determine if loss of blood thru uvc caused or contributed to infant's demise. No autopsy was performed.

Manufacturer narrative:
Findings: the product has not been returned to utmd for evaluation. Utmd has contacted risk management at the hospital, and is awaiting a response on a request for additional info regarding the event. MFR's rationale for filing medwatch: the pt reportedly lost a significant amount of blood which required two transfusions. Conclusions: product not returned to utmd for eval.